Event description:
The (B) (6) male patient was enrolled in the (B) (6) study to treat a bifurcation lesion in the lad and the first diagonal. A 3.0 x 23mm cypher stent was implanted in the mid lad. At this point, occlusion in the side branch due to plaque shift was noted. The side branch in the first diagonal was predilated with a 2.5 x 15mm maverick balloon. The maverick balloon caused a dissection. The lesion and the dissection were treated with a 2.5 x 13mm cypher stent. A week after the index procedure, the patient had angina. Angio revealed 70% stenosis in the proximal lad. This stenosis was graded as unrelated to the implanted stents and the index procedure. The 70% stenosis did exist beforehand and was left untreated during the index procedure since at the time the physician thought it to be only 30%. Once the patient was readmitted for angina and another angio was performed, the physician realized that the lesion was really 70% and therefore required a stent. The stenosis was not caused by a plaque shift. There was no thrombosis in the proximal lad.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.